Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the front panel mouth of the light source was cracked, there was no image output, and the main power switch was stuck intermittently. Based on the results of the investigation, the probable cause of the front panel mouth crack and the main power switch was component failure expected or random component failure without any design or manufacturing issue. The probable cause of no image was a faulty printed circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the front panel mouth of the light source was cracked, there was no image output, and the main power switch was stuck intermittently. There were no reports of patient involvement.